Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in an unspecified lesion. A 2.8x19mm rx graftmaster failed to cross due to anatomy and became damaged. A non-abbott device was used to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.